Event description:
A facility reported that while setting up for a case, staff noticed that the mlx 300w xenon lightsource (00mlx) was smoking. During investigation by the facility's biomedical engineer, it was noted that the unit had cracked housing, dented back fan cover and the fan does not "kick on" when powering on. No injury, death or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation:   failure analysis - the mlx 300w xenon lightsource was received in used condition. Evaluation of the mlx unit identified that the unit was very dusty inside and the lamp, power switch was wired wrong. The wrong type of power switch was used for this modified chassis; there was no fan power or display. The sensor for the lamp fan was broken, right and left side panes were cracked, the top trim and bezel were cracked, and the lamp hour time error icon was popping up after multiple repairs were done. The power supply unit (psu), lamp, left and right-side panels, top trim, ac harness, power switch, and bezel assembly were replaced to correct the issue. An evaluation and function tests were performed and the mlx passed all tests.   Root cause analysis - the reported complaint was confirmed. The issue of this mlx unit smoking was most likely due to the fan not receiving power and the unit not being maintained properly. This is most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.